Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Date of event, was not provided.

Event description:
The lay user/pt contacted lifescan, alleging that the product was prompting the error 1 message, which was unresolved with troubleshooting. There were no allegations of harm or injury. The meter was replaced.